Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room after experiencing pectoral stimulation. An x-ray was done and it was noted that the atrial lead had dislodged and has been pulled back towards to the pocket. The lead exhibited no capture and no sensing. It was also noted that the right ventricular lead had lost all its slack. Both the leads were explanted and replaced. The patient was stable during and post procedure.